Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as a batch number was not provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that multiple spills/leaks occurred with the unspecified bd phaseal¿ injector luer lock n35-o during use. Non-bd syringes were reportedly used with the injector due to "shortages", which did not fit well as the injector was "too wide" to completely screw down onto them. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "she reports that they have had multiple spills/leaks. The vial protector is difficult to apply to a vial and they have had the part that holds the air snap off (the part that bubbles out). The grips that hold the protector to a vial do not hold tightly. It¿s also very difficult to push air into the vial. You have to use a lot of force. The injector fits bd syringes perfectly but the non-bd syringes do not fit and leak. We have had to use non-bd syringes because of shortages. The injector is too wide to completely screw down. All of my techs have reported leaks and breaking pieces. I did not hear about it until this afternoon."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that multiple spills/leaks occurred with the unspecified bd phaseal¿ injector luer lock n35-o during use. Non-bd syringes were reportedly used with the injector due to "shortages", which didn't fit well as the injector was "too wide" to completely screw down onto them. This complaint was created to capture the 2nd of 5 related incidents.the following information was provided by the initial reporter: "she reports that they have had multiple spills/leaks. The vial protector is difficult to apply to a vial and they¿ve had the part that holds the air snap off (the part that bubbles out). The grips that hold the protector to a vial don¿t hold tightly. It¿s also very difficult to push air into the vial. You have to use a lot of force. The injector fits bd syringes perfectly but the non-bd syringes don¿t fit and leak. We¿ve had to use non-bd syringes because of shortages. The injector is too wide to completely screw down. All of my techs have reported leaks and breaking pieces. I didn¿t hear about it until this afternoon."